Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. ¿ malposition: unable to observe.

Event description:
Patient reported one side is higher than the other, pain, and a capsular contracture baker grade unknown. Healthcare professional later confirmed a capsular contracture baker grade iii. This record represents the left side. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported one side is higher than the other, pain, and a capsular contracture, baker grade unknown. Healthcare professional later confirmed capsular contracture, baker grade iii. This record represents the left side. The device remains implanted.